Manufacturer narrative:
The reason for the revision surgery was for device loosening. There was no information about any patient injuries, activities, accidents, medical contraindications, allergies, or other factors that could have contributed to the revision was provided with this complaint. No x-rays of the components in-vivo were provided for review. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). A definitive root cause cannot be determined. Several factors that can contribute to this event include hypersensitivity to metal, high patient activity level, improper implant alignment, excessive range-of-motion, trauma, or foreign body interaction. There is no evidence that a material, design, or dimensional problem contributed to this revision surgery.

Event description:
Revision surgery - due to the patient complaining of thigh pain. The x-rays showed loosening of the femur.